Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the reported issue. The iabp was cycled on the fiber-optic tester and simulator while adjusting the augmentation limits and no problem was found. The main executive processor was replaced as a precautionary measure. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) there was a loss of augmentation waveform when adjusting the alarm. While attempting to lower the augmentation alarm, the customer lost the augmentation number and waveform. When the alarm was set back to the original number the waveform returned. No patient harm, serious injury or adverse event was reported.